Event description:
It was reported that an ac revision surgery was performed for a pt who lost clavicle reduction 2-3 days post-op. The pt reported she was moving her head and felt pain in her operative shoulder. The surgeon believed the failure occurred because, the tunnel in the coracoid had been placed too far anterior, causing the anterior wall of the coracoid tunnel to fracture; the fracture allow the implant to pull out and reduction was lost. Follow-up with the reporter provided info that during this case the surgeon was able to complete the fracture across the posterior portion of the coracoid and repair it with a compression screw. The ac reduction was then completed successfully with a graft, anchor, and plate. The pt outcome was fine; the surgeon was very satisfied with the result. Quality of bone was average. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported form this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. As reported, the most likely cause of this event is poor placement in the coracoid bone. The potential causes of this type of event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.